Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a constant tone on the insulin pump. The customer's blood glucose level was 136 mg/dl. The troubleshooting was performed. The customer was assisted in performing self test and the test failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and return to back up plan per healthcare provider instructions.